Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The customer's blood glucose values were 60 mg/dl. It was stated that the doctor believes the cause of her hospitalization was unstable blood glucose levels and pregnancy. The programming, basal rates, daily totals, and alarms history were reviewed and appear to be correct. No further information was provided.